Event description:
A 12fr covidien kangaroo ng feeding tube was inserted. The pt coughed and air exited through the feeding tube. The tube was removed before an x-ray could be taken. An 8fr covidien kangaroo feeding tube was inserted. A chest x-ray showed the feeding tube in the right bronchial system with a moderate pneumothorax. A right side chest tube was inserted and a repeat chest x-ray confirmed re-expansion of the right lung.